Event description:
The risk manager at the hospital alleged the following event during a nail implantation: while placing the lag screw, the tip of the wire broke in the femoral head and it was impossible to retrieve it.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.